Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6 lot# 97018265. D4:UDI: (B)(4). Exp date: jun 21, 2047. H4: feb 4, 2020. Lot# 97020163 d4: (B)(4). Exp date: apr 15, 2049. H4: nov 29, 2021. According to the limited information provided, the femur prep had been completed, and the acetabular was being prepped when the decision was made to terminate the surgical procedure due to patient coding on the surgical table. It was reported that the patient was transferred to the intensive care unit with the instrument insitu and that an embolism was the source of the patient's arrest. As this was a critical situation, stabilization of the patient was priority and would require moving the patient to an advanced critical care setting. The instrument was left insitu, and would be removed once the patient was considered stable. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Possible contributing factors to the reported event could be a deep vein thrombosis (dvt) or a fat embolism (fe). Deep vein thrombosis occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop and can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). A fat embolism is a piece of intravascular fat that lodges within a blood vessel and causes a blockage of blood flow. Fat emboli commonly occur after fractures to the long bones of the lower body, particularly the femur (thighbone), tibia (shinbone), and pelvis. They can also occur post operatively after certain orthopedic surgeries. It¿s not exactly known how fat emboli and subsequent fat embolism syndrome (fes) occur. Certain people are known to be at higher risk including being male, being between the ages of 20 and 30, having a closed fracture (the broken bone doesn¿t penetrate the skin), or having multiple fractures, especially in the lower extremities and pelvis. There is no one test that diagnoses a fat embolism or fat embolism syndrome. There is no definitive treatment for fat embolism syndrome. Treatment is aimed at supportive care. As it was reported, the patient required extensive medical intervention, but was unsuccessful, and the embolism resulted in death of the patient. The reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient coded on the table during a hip arthroscopy. Femoral preparation had been completed, and the surgeon was preparing the acetabulum when the issue occurred. The broach was left in the patient because the patient was coding on the table, and it was not a priority at the time to remove it. The surgeon closed the patient, who was then taken to the intensive care unit and expired. The suspected cause of the code was an embolism. The customer reported that broach was not the cause of the embolism and there were no contributing factors to this incident that could be identified; however, the device and/or procedure cannot be eliminated as having caused or contributed to the patient¿s death. No additional information was available.

Manufacturer narrative:
(B)(4). D4: lot number: it was reported that lot numbers 97018265 and 97020163 were provided to the surgeon; however, of the two lot numbers, the actual lot number involved in the reported event could not be identified. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.